Manufacturer narrative:
(B)(4). (B)(4) - incorrect anatomy: per instructions for use under warnings: do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the heavily tortuous femoral artery was attempted using a proglide device with a 5fr sheath, after a diagnostic procedure. The access site was a high stick (above the inferior border of the inferior epigastric artery). Reportedly, the needles could not be disengaged as the plunger could only be retracted half way back. The lever was closed and the foot plate was retracted; however, the device could still not be removed. The body of the device was opened and the sutures were cut so the device could be removed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The technician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficult to remove the closure device was confirmed. It may be possible that a full stroke of plunger withdrawal was not completed such that the sutures were tangled and contributed to the reported difficulty to remove the plunger; however, the reported difficult to remove the plunger could not be confirmed. It should be noted that the instructions for use (IFU) states: do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Perform a femoral angiogram to verify the location of the puncture site. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.